Manufacturer narrative:
Device was used for treatment, not diagnosis. Arora, r., et al., (2007). Complications following internal fixation of unstable distal radius fracture with a palmar locking plate. J orthop trauma, volume 21(5). This report is for unknown screw, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, arora, r., et al., (2007). Complications following internal fixation of unstable distal radius fracture with a palmar locking plate. J orthop trauma, volume 21(5). This prospective protocol study conducted at 2 hand units at level 1 trauma centers consisted of 114 patients who were treated from 2003 to 2005 with open reduction and internal fixation (orif) using interlocking plate systems. There were 21 men and 93 women with a mean age of 57.4 years. (B)(6) female who experienced rupture of the extensor pollicis longus tendon. This is report 14 of 15 for (B)(4). This report is for an unknown screw and refers to the (B)(6) female patient who experienced the rupture of the extensor pollicis longus tendon.